Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/provided photo(s) identified: damage to the sterile packaging (blister and pouch). Sterility has been compromised; white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier; black debris inside the sterile packaging which is consistent with the appearance of porous coating. Reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the physician opened the taperloc stem, they found dark debris inside the plastic bag that the stem came in. The stem was not used and did not touch the sterile field. The procedure was completed successfully using another implant. There is no additional information available at the time of this report.